Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The display unit connector board and the communication cable were replaced. Customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.